Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on 29jan2025, device was used on patient. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The arctic sun 5000 was evaluated onsite. During the evaluation, it was found that the device did not cool. The device was tested and did not cool the water. Mixing pump was replaced. Temp cable needed to be replaced. Alarm 64 not being reproduced. The preventive maintenance is performed correctly and the device worked correctly. Heater, circulation pump, drain valves were replaced. Temperature cable was replaced. Device passed all applicable testing. A review of the risk document, dfmea ra2800010, revision 23, was performed for this investigation. The reported event is addressed in step # ra109. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on 29jan2025, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 10mar2025, issue resolved onsite. Preventive maintenance was performed correctly and the device worked correctly. Also, the temperature cable nellcor had to be replaced. Per additional information updated in wo on 20may2025, it was reported that there was no visible damage, but if moved it, the temperature would increase and decrease a lot, then it was replaced, because the measure was not correct.